Manufacturer narrative:
During testing it was found the device door roller was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospital personnel.

Event description:
During verification testing at the service center, it was noted that the device door roller was broken.